Event description:
The customer observed (B)(4) performance throughout the day. The customer stated discrepant urea nitrogen results were generated on the architect c8000 and reported to medical practitioners after acceptable control values had been generated. The samples were retested and amended reports were issued. The customer provided an example of the discrepant patient results: sample 8 initial result: 2.2, repeat result: 3.2 (unknown units of measure). There was no known impact to patient management.

Manufacturer narrative:
Patient: no consequences or impact to patient (B)(6); (B)(4) device: contamination during use (B)(6); (B)(4) the cause of the (B)(6) or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.